Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because it was reported that heater bag became disconnected during fill. Line disconnection during therapy is a known cause of system error 2240. The sample was discarded. The lot number is unknown; therefore, a batch review was not conducted. The assignable cause is supply bag disconnected without falling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting system error (se) 2240/2367 (air in set) during fill 1 on the home choice (hc). The technical service representative (tsr) explained the air alarm. The home patient (hp) stated the heater bag became disconnected. The tsr had the hp cycle the power to get the system error 2367 and again to get back to the start. The hp would use new supplies and call the registered nurse (rn) about the air alarm. There was patient involvement. No patient injury or medical intervention was reported.